Event description:
Pt presented with stroke, right middle cerebral artery thrombus/occlusion was found. Revascularization device was used to attempt to remove the occlusion. On the 2nd pass, the capture device (stent) became detached from the wire. Attempts to retrieve the device was unsuccessful.